Manufacturer narrative:
The last calibration performed on (B)(6) 2024 was acceptable. Quality controls were outside of range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hbalc gen. 3 on a cobas 8000 c 502 module. The customer stated they were also having issues with hba1c qc recovery and patient moving averages. The affected patient sample was repeated due to these issues. The sample initially resulted in an hba1c value of 12.4 %. The sample was repeated on a second analyzer, resulting in an hba1c value of 6.9 %. The repeat result was deemed correct.

Manufacturer narrative:
The lot number of the hba1c reagent was 765184. The reagent expiration date was requested, but not provided. The field service engineer determined the gear pump pressure was out of adjustment. The sample probe also needed to be adjusted. The gear pump pressure and the sample probe were adjusted. Precision studies, calibration, and controls were run; all results met specifications. The investigation is ongoing.